Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to triple counting and oversensing of the t-waves. The patient was hospitalized for observation but is in stable condition. The patient was released and referred to their clinic for further troubleshooting of appropriate sensing vectors. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received seven additional inappropriate shocks. Boston scientific technical services (ts) review of the data was requested to assess appropriate sensing vectors. It was noted that if a suitable sensing vector was not able to be established the s-ICD would be explanted. At this time the device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to triple counting and oversensing of the t-waves. The patient was hospitalized for observation but is in stable condition. The patient was released and referred to their clinic for further troubleshooting of appropriate sensing vectors. The s-ICD remains in service and no adverse patient effects were reported.